Manufacturer narrative:
Please note that there was no way for us to confirm the validity of the complaint since the product has not been returned for evaluation at this time qa singapore evaluation: the product was not returned from the customer, therefore visual inspection could not be performed on the lens and further information could not be provided. (B)(4).

Event description:
It was reported that the patient received hoya 250 lens on (B)(6) 2016 at outpatient surgical center in (B)(6). After 2 months, (B)(6) 2016 the surgeon removed the lens due to "power miss." On jan 13, 2017 hoya received information from b and l stating the surgeon believed the hoya iol was mislabeled. On (B)(6) 2016 the hoya lens was removed and replaced with a b and l li61ao model lens +18.5 diopter. On (B)(6) 2017 model li61ao +18.5 diopter lens was exchanged and surgeon believed a "power miss" and replaced with li61ao + 20.0 diopter. Also reported hoya lens nhr505r1 +21.5 was implanted on (B)(6) 2016 and a day after, on (B)(6) 2016 the patient developed myopic sight -4.00. The size of capsulorhexis was 5.l victus with intended target -2.00. Physician believes both hoya and b&l lenses were mislabeled and to be the most likely cause of the refractive error. The patient's current prognosis and treatment on (B)(6) 2017 (1 day post-op) is edema.

Manufacturer narrative:
Please note that there was no way for us to confirm the validity of the complaint since the product has not been returned for evaluation at this time regarding device evaluated by MFR? Part of this report, hoya device has not yet been returned. (B)(4).

Event description:
It was reported that the patient received hoya 250 lens on (B)(6) 2016 at outpatient surgical center in (B)(6). After 2 months, (B)(6) 2016 the surgeon removed the lens due to "power miss." On jan 13, 2017 hoya received information from b&l stating the surgeon believed the hoya iol was mislabeled. On (B)(6) 2016 the hoya lens was removed and replaced with a b&l li61ao model lens +18.5 diopter. On (B)(6) 2017 model li61ao +18.5 diopter lens was exchanged and surgeon believed a "power miss" and replaced with li61ao + 20.0 diopter. Also reported hoya lens nhr505r1 +21.5 was implanted on (B)(6) 2016 and a day after, on (B)(6) 2016 the patient developed myopic sight -4.00. The size of capsulorhexis was 5.l victus with intended target -2.00. Physician believes both hoya and b&l lenses were mislabeled and to be the most likely cause of the refractive error. The patient's current prognosis and treatment on (B)(6) 2017 (1 day post-op) is edema.